Manufacturer narrative:
Failure event observed during analysis. Final analysis found insulation abrasion at 54.4 cm to 54.9 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.